Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced a perforation with the right ventricular lead. The lead was capped and replaced. No additional information was available.